Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. The reporter stated that the patient had a blood glucose (bg) of 400mg/dl with polydipsia and polyuria. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being reported due to the bg excursion the patient experienced due to an alleged occlusion issue.